Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 60 year old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including stress testing and an internal inspection without duplicating the report. The device was recertified and returned to the customer. Review of the forensic memory did observe a device power off; however the ventilator forensic memory does not record button presses and no critical faults were identified related to power. No trend is associated with reports of this type.